Event description:
The device was removed due to pain and loss of motion. It was reported that two ascension pip size 20 proximal and size 20 distal implants were removed from a patient's right long finger and index finger in 2006 by dr at the clinic. After approx 3 years, the patient had complained of joint pain, and experienced a loss of motion in the implants. The ascension prostheses were removed and replaced with cemented sr avanta implants. The explanted ascension prostheses were returned to ascension orthopedics for analysis. The patient received ascension orthopedics pip size 20 proximal (lot 03-542, 03-755) and distal (lot 03-541, 03-776) implants in 2003. The patient had pain almost since the beginning of her implantation. Originally a satisfactory range of motion had be achieved, but subsequently lost motion and had an acceptable position, but with a shift in the proximal components as visualized by x-ray. Upon removal, some speckled material was observed around the proximal index finger component. Two samples of this material approximately 0.5mm dimension were recovered for testing. There appeared to be a narrowing of the radial condyle in the index finger proximal implant. The synovium was noted as benign in appearance. There was a uniform membrane and the implants were extremely well fixed.

Manufacturer narrative:
Surgeon records indicate that there was pain almost since the beginning of her implantation. These pains tend to occur with light side to side pinch activities as opposed to firm gripping. She has continued to play golf. She originally achieved a satisfactory range of motion. At the time of revision, the surgeon noted that the implants were fully stable. Manufacturing records for the retrieved implants were reviewed to determine if any in-process non-conformances occurred during fabrication. The customer feedback record was then reviewed to understand the sequence of events that occurred during implantation as related by the user and any other information provided by the field. A visual examination of the implants was performed assisted by a stereomicroscope and oblique lighting. The right index implants and the 'speck' of material were examined by scanning electron microscopy (sem). Dimensions of the right index and long proximal implants were checked using an optical comparator. A review of the manufacturing records for the pip components revealed that all applicable manufacturing specifications were satisfied as given below. Visual examination aided with a stereomicroscope of the retrieved size 20 proximal and size 20 distal implants revealed that the implant components were intact. However, a gouge or chip was apparent on the radial aspect of the right index distal articulation feature. With the exception of the gouge on the right distal index implant, there was no other apparent material loss on any of the implants. Optical comparator measurements, summarized in table, 1 did not reveal any distortion in the right index proximal implant. The right long finger implants were unremarkable except for slight burnishing wear in the articulation regions. Material loss in the polishing/burnishing processes was insignificant and did not adversely affect the function or mechanical integrity of the implant components. The extent of burnishing wear over the approx 3 year implant period was not pronounced and did not compromise the mechanical integrity of the pyrolytic carbon pip implants. The evidence of fresh fracture on the index distal gouge and speck surfaces indicated that the cause of fracture was recent. Finding relatively intact specks of material in the vicinity of the implant is not expected if the fracture had existed for a long duration. Rather, long duration fracture surfaces would be expected to evidence considerable wear and the specks would be expected to be extremely finely ground, dispersed debris instead of relatively intact bodies of material. Furthermore, profound witness marks would be expected on both the proximal and distal wear counter-faces. No unusual wear or distortion of the right proximal condyles was found in the optical comparator measurements relative to ulnar or radial or to the right long finger proximal implant. Lighting and reflection can make the proximal condyle components appear assymetrical. The extent of wear observed on the implants was slight and not likely to have affected prostheses performance. The gouge appeared to have a recent origin and may have been caused by impingement with a sharp and hard object. The witness marks and intact condition of the removed gouge specks indicate that very few cycles were required for the specks to escape the articulation surfaces into the joint space. There were no indications of damage or distortion in the implants that could account for the patient's complaint of pain. Conclusions: the material, processes, and finished components for the pip components satisfied all applicable specifications. The wear processes occurring in the implants consisted of slight abrasive burnishing wear and were unlikely to affect implant performance. There was no unusual distortion in the right index proximal implant. The gouge and specks observed in the right index distal implant were fractures of recent origin and likely to have occurred during revision surgery.